Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
This complaint was created by the finding of maude report number 19852413. The current complaint database has been researched for this event and there were no findings. The report was found to be written against the trs100sb2, anchor tissue retrieval system for the reported event date of 15jul2024. This was reported as a product problem not an adverse event; however, the report states: ¿the pouch retrieval bag was used to retrieve the gallbladder. Once bag was deployed the metal claps tore through bag and lacerated pt's liver.¿. Further assessment is not possible as the account and contact information for this report are unknown. This report is being raised due to the reported injury of liver laceration to the patient.

Event description:
This complaint was created by the finding of maude report number: (B)(4). The current complaint database has been researched for this event and there were no findings. The report was found to be written against the trs100sb2, anchor tissue retrieval system for the reported event date of 15jul2024. This was reported as a product problem not an adverse event; however, the report states: ¿the pouch retrieval bag was used to retrieve the gallbladder. Once bag was deployed the metal claps tore through bag and lacerated pt's liver.¿. Further assessment is not possible as the account and contact information for this report are unknown. This report is being raised due to the reported injury of liver laceration to the patient.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A 2-year lot history review shows a total of 1 device for the reported lot number and failure mode. A two-year review of complaint history revealed there has been a total of seven reports, regarding seven devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to not deploy or retract the anchor¿ tissue retrieval system¿ while the distal end of introducer remains inside a trocar as it may adversely affect performance. Do not use the anchor¿ tissue retrieval system¿ if resistance is met upon deployment. Improper use of the anchor¿ tissue retrieval system¿ may result in perforation of tissue and subsequent bleeding. We will continue to monitor for trends through the complaint system to assure patient safety.